Event description:
A customer reported an altitude alarm on their insulin pump, which was not affected by any obstruction in the speaker holes and was operating within its validated altitude range. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite following instructions to clean the speaker holes and replace the cartridge, the alarm recurred, leading customer technical support (cts) to decide on replacing the pump and cartridge. The customer was advised on backup therapy using mdi, informed about the receipt of a replacement pump with updated software, and instructed to return the problematic pump to tandem.